Event description:
Customer reported that the device appeared jagged and short when removed in 2005. An x-ray confirmed retention of the drain in the abdominal site. The retained portion of the drain was removed under local anethesia by the surgeon.